Event description:
Treatment of a vertebral basilar fusiform aneurysm. During pipeline deployment, it was reported that the pipeline would not release from the capture coil. The pipeline and pusher were retrieved from the patient.no injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).